Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to abrasion while in vivo. The proximal conductor was worn. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two pacing leads were suspected to have "interfered" with each other and insulation damage had occurred. The two leads were explanted and the insulation damage was confirmed when both were visually inspected after extraction. Two new leads were implanted as replacements. No patient complications have been reported as a result of this event.